Manufacturer narrative:
A synergy ous mr 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts at the distal end of the stent were lifted from their crimped positions. The undamaged stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-dec-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. Following predilitation, a 3.50 x 24mm synergy ii drug eluting stent was advanced but could not cross the heavy calcified lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.